Event description:
During a laparoscopic-appendectomy; the device malfunctioned. The device was reloaded and it jammed/pinched on tissue. The device was removed from the tissue with no pt consequence.